Manufacturer narrative:
(B)(4).

Event description:
The patient reported via a manufacturer representative (rep) that he was scheduled for a normal depletion implantable neurostimulator (ins) replacement. Prior to surgery, he mentioned that he had been getting a shocking sensation on the right side of his body. Pre-operative impedances showed multiple contact pairs at greater than 2,000 ohms. The surgeon checked for debris in the header as well and wiped down the extension wires clean. The cause of the shocking and high impedances was not determined. The patient was instructed how to turn off the stimulation should the shocking issue persist post-implant. He was to see his neurologist for further evaluation and re-programming. It was unknown if the issue was resolved. The patient's indication for use was essential tremor.